Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5060039.

Event description:
It was reported that the patient underwent an unknown back surgery accessed through her abdomen in 2007 and suture was used. In 2015, the patient developed a knot that was sensitive, sore and was protruding from the left side scar on her abdomen. The patient experienced infection and received antibiotics/abo. The next day her pain increased. The doctor lanced the area and opined that it may be infected with a hair follicle. The patient was told that incision would heal within seven days. The incision still had not healed. It was also reported that there was still a hole where the lance was done. The culture of the lanced area was tested positive. The patient was placed on an abo and referred to a wound care specialist/surgeon. The suture was removed from the surgery in 2007. The surgeon lanced the area again to see if any additional sutures were present. It was also reported that suture was removed from navel and adjacent area and both wounds were closed with staples. Currently, the areas have not healed, still sore and slow healing. It was reported that the patient will return for a follow up. No further information provided.